Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: date of event: (B)(6) 2019. Describe event or problem: it was reported that the bd vacutainer® multiple sample luer adapter was difficult to detach from the luer during use, and once it had, it was difficult to attach securely to the hub. Additionally, it was reported that the rubber sleeve came "completely off" the non-patient end needle. The customer reported 3 occurrences of this event. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had three anecdotal reports from staff that the luer adapter seems weak, specifically the portion of it with the screw threads. We have a sample of one used on a patient according to the staff involved, she had a butterfly needle attached to the male end (opposite the threads). Blood flow from the patient stopped and the phlebotomist tried to detach the butterfly from the luer so that she could use a syringe. The butterfly could not easily be removed and she wiggled it back and forth on the luer until it came off. Once it did, the luer adapter no longer attached securely to the hub. My guess is that there was too much force used on the unit to separate the butterfly, causing the weakness. However, another employee stated she had the same thing happen two times herself, so it¿s a bit concerning. Further, from the example we have, the rubber sheath protecting the vacutainer transfer needle came completely off, which is also odd."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for connection issues with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter was difficult to detach from the luer during use, and once it had, it was difficult to attach securely to the hub. Additionally, it was reported that the rubber sleeve came "completely off" the non-patient end needle. The customer reported 3 occurrences of this event. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had three anecdotal reports from staff that the luer adapter seems weak, specifically the portion of it with the screw threads. We have a sample of one used on a patient ¿ according to the staff involved, she had a butterfly needle attached to the male end (opposite the threads). Blood flow from the patient stopped and the phlebotomist tried to detach the butterfly from the luer so that she could use a syringe. The butterfly could not easily be removed and she wiggled it back and forth on the luer until it came off. Once it did, the luer adapter no longer attached securely to the hub. My guess is that there was too much force used on the unit to separate the butterfly, causing the weakness. However, another employee stated she had the same thing happen two times herself, so it¿s a bit concerning. Further, from the example we have, the rubber sheath protecting the vacutainer transfer needle came completely off, which is also odd."

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter was difficult to detach from the luer during use, and once it had, it was difficult to attach securely to the hub. Additionally, it was reported that the rubber sleeve came "completely off" the non-patient end needle. The customer reported 3 occurrences of this event. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had three anecdotal reports from staff that the luer adapter seems weak, specifically the portion of it with the screw threads. We have a sample of one used on a patient according to the staff involved, she had a butterfly needle attached to the male end (opposite the threads). Blood flow from the patient stopped and the phlebotomist tried to detach the butterfly from the luer so that she could use a syringe. The butterfly could not easily be removed and she wiggled it back and forth on the luer until it came off. Once it did, the luer adapter no longer attached securely to the hub. My guess is that there was too much force used on the unit to separate the butterfly, causing the weakness. However, another employee stated she had the same thing happen two times herself, so it¿s a bit concerning. Further, from the example we have, the rubber sheath protecting the vacutainer transfer needle came completely off, which is also odd."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter was difficult to detach from the luer during use, and once it had, it was difficult to attach securely to the hub. Additionally, it was reported that the rubber sleeve came "completely off" the non-patient end needle. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "we have had three anecdotal reports from staff that the luer adapter seems weak, specifically the portion of it with the screw threads. We have a sample of one used on a patient according to the staff involved, she had a butterfly needle attached to the male end (opposite the threads). Blood flow from the patient stopped and the phlebotomist tried to detach the butterfly from the luer so that she could use a syringe. The butterfly could not easily be removed and she wiggled it back and forth on the luer until it came off. Once it did, the luer adapter no longer attached securely to the hub. My guess is that there was too much force used on the unit to separate the butterfly, causing the weakness. However, another employee stated she had the same thing happen two times herself, so it¿s a bit concerning. Further, from the example we have, the rubber sheath protecting the vacutainer transfer needle came completely off, which is also odd."